Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a revent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2014. The lifevest treated the patient at 20:35:59. The rhythm at the time of the treatment was atrial fibrillation with a rapid ventricular response (167 bpm). The post-shock rhythm was a sinus rhythm (89 bpm). The high rate of af contributed to the false detection. The response buttons were not pressed prior to the treatment. The patient went to the hospital for further evaluation.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient went to the hospital. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 07/2011. Electrode belt (B)(4): 02/2014. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.